Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was stuck on the load screen and tried to push buttons but did not responding. Customer also reported that the buttons were unresponsive and clock did not advances. Customer also reported that insulin pump was not working and had frozen display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.